Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat cartridges that yielded suspected discrepant hemoglobin result on a patient. There was no patient information, product type, or cartridge lot number available at the time of this report. Apoc has requested additional information. Beckman: hemoglobin (g/dl): 10.6, hematocrit (%): 31.7 (lab). I-stat: hemoglobin (g/dl): 8.8, hematocrit (%): 26 (there was no repeat on I-stat). At the time of this report, there were no other injuries associated with this event. Apoc believes that an adverse event occurred in the patient receiving an unnecessary transfusion based on one I-stat hemoglobin result of 8.8. At this time and based on one I-stat result, there is no reason to believe that a malfunction exists. The investigation will be underway when/if product & lot information becomes available.

Manufacturer narrative:
(B)(4). Missing information: product number, cartridge lot#, cartridge manufacture date and cartridge expiration date. An investigation will be inconclusive without product information.

Manufacturer narrative:
(B)(4). On 08/16/2013 apoc received the following additional information: product number, cartridge lot#, cartridge manufacture date, cartridge expiration date. The investigation was completed on 08/19/2013. Retain cartridges were tested and are functioning according to specification.